Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification, alongside random manual power ons, up to and including the last log entry on the 29th may 2016. An increase in voltage during this time suggests a further pad-pak was installed. Investigation found no fault with the returned device. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.